Event description:
Roche field personnel ran a ckmb reference range study for the user by running 72 pt samples on new reagent lot 155150 and on the old reagent lot number 153686. The results for all pt samples were discrepant. No results were reported. No service visit was scheduled as a reagent bulletin, which includes the new lot used by the customer, has been issued communicating the ckmb reagent has been restandardized. All results are in ng per ml.

Manufacturer narrative:
.